Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt's device was not working and the pt was wanting the device to be reprogrammed. When asked for an event date the pt noted they were in serious pain for 3 days and the medtronic device would not come on. Pt had tried for over a week but the stimulation kept shutting off.